Event description:
It was reported that a ventricular loss of capture was observed on the holter monitor. Reprogramming of the device was attempted but unsuccessful. Review of latest holter monitor recordings showed spikes in pacing impedances. The physician has decided to partially cap the pace/sense portion of the rv lead and repalce with old pace/sense lead. The rv lead defib portion will remain active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.